Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  during MRI patient felt warm under ipg and sensations in the leg. After MRI he did not get any sensation even when he increased the intensity of the current and s ymptom came back. Sending and receiving coil was in use. Impedance was high in several electrons when measured. The nurse try to change the program. The issue was not resolved at the time of the report. No surgical intervention but surgery was planned.